Manufacturer narrative:
(B)(6). (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that an obtryx system was used during a sling placement procedure. According to the complainant, post-operatively, the patient experienced retention and pain rated as 50/100 on a visual analog scale. The patient was discharged with a foley catheter. The procedure was successfully completed. No follow-up on the patient has been reported.